Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported patient experienced a severe hyperglycemic episode on (B)(6) 2026, resulting in loss of consciousness and diabetic coma. The patient was hospitalized and treated with intravenous insulin and potassium, achieved stabilization, and was discharged on (B)(6) 2026.